Event description:
The user facility reported to baxter that the device failed to alarm downstream occlusion as expected during incoming bio-medical inspection testing. There was no pt involvement.

Manufacturer narrative:
During baxter's eval it was concluded that the reported condition, failure to alarm-downstream occlusion, was unable to be confirmed as the device performed within specification. The pump's pressure/down stream occlusion recorder was 28.1psi. The recommended specification is 22 - 10 psi. The device was tested per procedure and released for use to the customer on feb 3rd 2008.